Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 26.0 hardware: iphone14.5 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle deployed early before the pod was activated; (cannula is firing prior to placement of the pod) this indicates a needle mechanism failure. The pod was not worn and no impact to the patient's glucose level was reported. Pod was discarded.